Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that there was t-wave oversensing (twos), with the high rate less than 60 bpm. The patient was programmed dddr at 70 bpm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the biventricular implantable cardioverter-defibrillator (ICD) had t-wave oversensing, which allowed the patient's heart rate to fall below the programmed lower pacing rate. The device remains in use. No patient complications have been reported as a result of this event.